Manufacturer narrative:
97755-s, sn: (B)(6) was returned for product analysis. Analysis found no anomalies were visually observed and found no issues with finding or charging ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received stating that the patient is getting poor recharge quality and getting warm after the replacement the device is working great and the issue has been resolved.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller was not holding a charge. Patient said they talked to their medtronic representative who told them to call patient services. Patient mentioned they were using aa batteries to keep the controller running. Agent reviewed the aa batteries could be used to turn stimulation on/off, but not to recharge the implanted neurostimulator. Patient reported the issue started probably about 2 weeks ago. Patient stated after they charged the implanted device, the controller would be down to 20% or 30%, and used to only be down to 80% or even 90%. Patient said as soon as they took the recharger off their back and plugged the controller into the ac power supply, the battery in the controller would automatically go down to 20%. Patient stated they recharged their implant on sunday and they checked the controller tuesday and the controller was down to 20%. Agent reviewed how controller and implant battery are usage based and suggested patient always keep controller plugged into power supply cord when not in use. Patient also said they noticed when they tried to use the controller they would get a message that said weak signal. Patient did not recall the exact message. Patient confirmed they were not having a problem with the controller being plugged in and charged to 100%. Agent asked, patient said they were able to fully charge the implant to 100%. Patient denied any exposed wires, bumps, bends, or kinks in the paddle/recharger, but said the paddle would get warm after they were done charging. During the call, patient reset the controller and attempted to start a recharging session. Patient was able to start charging with excellent recharge quality. Agent asked for further clarification, and patient confirmed the 'weak signal' message was the poor recharge quality message when charging their implanted device. Patient stated they had to reposition the paddle. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.